Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the defibrillation threshold (dft) test failed at both polarities and max energies. The physician repositioned both the s-ICD and electrode, nonetheless, never did another dft because the patient got sick from the anesthesia. Later on, on another clinic the dft standard failed and the patient needed external rescue. The plan is to replace the s-ICD system to a transvenous system. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the defibrillation threshold (dft) test failed at both polarities and max energies. The physician repositioned both the s-ICD and electrode, nonetheless, never did another dft because the patient got sick from the anesthesia. Later on, on another clinic the dft standard failed and the patient needed external rescue. The plan is to replace the s-ICD system to a transvenous system. Additional information was received which indicated that, this s-ICD was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the defibrillation threshold (dft) test failed at both polarities and max energies. The physician repositioned both the s-ICD and electrode, nonetheless, never did another dft because the patient got sick from the anesthesia. Later on, on another clinic the dft standard failed and the patient needed external rescue. The plan is to replace the s-ICD system to a transvenous system. This s-ICD remains in service. No adverse patient effects were reported.